Event description:
The account alleges that while using the pulmonary balloon to dilate the right main bronchus, the balloon failed to inflate and fluid was spitting out when trying to inflate. In looking at the devices being used, both were incorrectly labeled as balloon. No patient injury.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.